Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Ten days after onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with a combination of vancomycin and gentamycin (route, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date approximately one week after beginning this treatment, it was discontinued and the patient began treatment with a combination of vancomycin and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing at the time of the event, but on an unreported date; dianeal therapies were discontinued and the patient switched to hemodialysis therapy. The patient was recovering from the peritonitis. No additional information is available.